Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-09374. It was reported that the guide extension catheters broke at the connection of the stainless steel collar. The chronic total occlusion (cto) lesion being treated was located in the right circumflex artery (rca). Two guidezilla¿ guide extension catheters were used in a 8 fr al1 non bsc guide catheter over a non bsc guidewire. During a procedure, the physician went to advance the guidezilla¿ guide extension catheter; however, he felt it break. The physician was able to pull the device out without causing any harm to the patient. Both guidezilla¿ guide extension catheters broke at the connection of the stainless steel collar embedded into the catheters so the staff discarded both devices in the trash. No patient complications were reported and the patient's status was stable.